Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue. Confirmed. It was observed that the device would not power on and the lid latch would not open. The device was destructively tested and the customer received a replacement device. Physio-control further evaluated the device and found that the device had water intrusion that caused corrosion on the j506 connection on the analog pcb. The root cause of the issue was determined to be corrosion on j506 of the analog pcb.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.

Manufacturer narrative:
There was no patient use reported with the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer was provided a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.